Manufacturer narrative:
The insulin pump up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to enter her blood glucose reading and could not make it stop. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 142 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.